Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. Per the (B)(6) return evaluation, the broken fork is confirmed. This unit has been scrapped.

Event description:
This unit has a broken fork. Per the (B)(6) return evaluation, the broken fork is confirmed.